Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 201 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that she changed the battery because she had a low battery alert and then she got a failed battery test. Customer stated that insulin pump was stop working. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. The insulin pump will not be returned for analysis.